Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It was also reported that the end user swapped out the unit for another maquet iabp unit to continue treatment without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported autofill failure. Upon initial testing of the unit, the fse successfully ran the unit for approximately 30 minutes with a trainer and catheter without issues. However, in reviewing the unit's logs, the fse confirmed occurrences of autofill failures, as well as identified an unrelated reported complaint of gas loss alarms. Moreover, the fse noted nothing abnormal was identified on the pim. After completing tests in service mode, the fse ran the unit with a trainer and catheter for approximately one hour and a half without any issues. Although, the fse was able to simulate various iab disconnections, the autofill failure was not reproducible. The fse then calibrated the unit, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. Patient height: 170 cm.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It was also reported that the end user swapped out the unit for another maquet iabp unit to continue treatment without issue. No patient harm, serious injury or adverse event was reported.